Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. During a pulmonary vein isolation to treat an atrial fibrillation a farastar ablation generator was selected for use. During procedure, after approximately 20 applications in the pulmonary veins the 201-error occurred. Troubleshooting was performed, the system was restarted and after turning on the system, the error was displayed again. The procedure was cancelled due this error. It seems there is a failure on slave board. No patient complications were reported at the time of the error. The device is expected to be returned.